Event description:
It was reported that this patient recorded a red alert due to right ventricular (rv) lead high shock impedance out-of-range (oor) of likely about 125 ohms. According to technical services, the exact value that triggered the alert was not updated in the patient's data spreadsheet, due to a latitude timing issue. Reportedly, the shock impedance measurements has varied, from 115 to oor, in about a year. This patient was scheduled for a clinic evaluation. This rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this patient recorded a red alert due to right ventricular (rv) lead high shock impedance out-of-range (oor) of likely about 125 ohms. According to technical services, the exact value that triggered the alert was not updated in the patient's data spreadsheet, due to a latitude system timing issue. Reportedly, the shock impedance measurements have varied, from 115 to oor, in about a year. This patient was scheduled for a clinic evaluation. Further information was received indicating that no issues were found after isometrics were performed, and the impedance alert limit was increased to 175 ohms. The patient will continue to be monitored. This rv lead remains in service and no adverse patient effects were reported.